Event description:
A ventilator is returning to the manufacturer for preventive maintenance. There was no harm or injury reported. The customer indicated the device's display was blank, the blower hours were high, and there was liquid ingress in the interface board. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a trilogy device was returned for preventive maintenance due to an allegation the device's display was blank, the blower hours were high, and there was liquid ingress in the interface board. The device was evaluated by the manufacturer's field service technician and the customer's complaint was confirmed. The device's system board was replaced to address the blank display. The blower motor was replaced due to the increased hours of use, and the interface board was replaced due to the liquid ingress. There was no allegation of malfunction for the blower motor and interface board. The device was tested and passed all final testing.

Manufacturer narrative:
The manufacturer previously reported a trilogy device was returned for preventive maintenance due to an allegation the device's display was blank, the blower hours were high, and there was liquid ingress in the interface board. The device's system board was replaced to address the blank display. The blower motor was replaced due to the increased hours of use, and the interface board was replaced due to the liquid ingress. There was no allegation of malfunction for the blower motor and interface board. The device was tested and passed all final testing. The evaluation results code was not previously reported. The code was added.